Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, or insufficient preparation prior to use. The balloon material could have become damaged as it was advanced across the stent such that upon inflation the balloon ruptured. No adverse patient effects were observed as a result of the balloon rupture, a definite root cause for the balloon rupture and resistance with the stent cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that towards proximal lad to first diagonal lad, another company's stent was deployed as a direct stenting. That caused a slow flow of first diagonal lad. Thus the crossail 1.5 x 10 was delivered over the deployed stent strut and attempted to dilate first diagonal lad. At the first dilatation at 10 atm, the balloon ruptured. It is known that when delivering the crossail over the deployed stent at proximal lad to first diagonal lad, there was resistance. No additional event or patient information is available.